Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was not displaying an image due to a faulty cable. Additionally, it was noted that the unit failed the leak test. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation his olympus 4k autoclavable camera head was not displaying an image. Initial reporter confirmed that a service technician reviewed the device and saw no obvious signs of damage. Reportedly, this device was not used during a procedure. No patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was determined that the image could not be displayed due to a faulty cable. It was recommended to replace the cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.